Manufacturer narrative:
On completion of the investigation a follow up report will be submitted. Associated file 1219977-2016-00235.

Event description:
The physician inflated the balloon to deploy the stent in the renal artery. Then decided to inflate the balloon again. On the second inflation the balloon burst. The patient is fine.

Manufacturer narrative:
Corrected data: initial reporter. Engineering analysis: the returned delivery system was not in an introducer sheath but the balloon again had a radial tear to longitudinal tear along the length of the balloon. The balloon was evaluated to determine where the initial failure occurred but based on the destructive nature of the balloon burst could not be located. It is extremely rare to have a balloon tear in a radial fashion. Balloons are designed and created to burst in a longitudinal fashion under normal circumstances. The device history records attached to this complaint indicate that all the balloons that were burst tested (49 balloons total) burst with longitudinal tears as expected. Engineering summary: a full review of the catheter lot history records for the devices in question was performed. The records indicate that this lot of catheters passed atriums final lot qualification testing. This inspection requires that the catheter lot must pass the following: ability of the stent and delivery system to be passed through the labeled introducer sheath. Ability to deploy the stent at nominal pressure (8 atm). Ability to withdraw the deflated balloon catheter back through the labeled introducer sheath ability of the delivery system to withstand 5 inflate/deflate cycles at the rated burst pressure (12 atm) without leaks or failures. Balloon burst testing. The balloon must burst over the rated burst pressure specified on the label (12 atm). Result: all quality inspection samples passed this final inspection without any non-conformances noted during the final lot qualification testing. Conclusion: based on the details of the event and the successful lot qualification test data, atrium can find no fault with the lot of stent delivery systems in question. It would seem that there is a possibility that the balloons were punctured by the fixation barbs of the endograft during this snorkel case. Clinical evaluation: endovascular aneurysm repairs require the delivery catheter to advance through a previously placed vascular graft that is secured via barbs to the walls of the aorta. If the stent balloon comes in contact with one of these barbs, or calcification in the vessel it may burst on inflation and the stent may not have achieved good opposition to the vessel wall. This could cause a delay in the procedure while an additional balloon was located and prepped. It was reported that during a fenestrated aortic aneurysm repair the balloon burst on the second inflation. The instructions for use warn that inadvertent, partial or failed deployment of the device may require surgical intervention and that balloon pressures should be monitored during inflation. It warns not to exceed maximum recommended inflation pressures as indicated on the product label as this pressure increases the potential for balloon rupture and possible damage.